Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customer and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Additionally, the customer reported experiencing dizziness and shakiness. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of treatment, third party medical intervention, death or serious injury.